Event description:
Cranial disposable perforator tip didn't stop after penetrating the skull. A small laceration of the dura resulted. There was no negative outcome to the pt. The pt's dura was abnormal as a result of her disease. The perforator was being used in conjunction with another co's craniotome.